Manufacturer narrative:
Patient information is unknown. 510k: this report is for an unknown matrixneuro screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Reporter contact information is unavailable. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy procedure on (B)(6) 2018 the screw tip of a 4mm matrixneuro screw broke off upon insertion into the skull. There was no surgical delay and patient consequence reported. Concomitant devices: matrixneuro screwdriver blade ex coupling/self-retain/short (part: 03.503.016, lot: u258109, quantity: 1), screwdriver handle with hex coupling-medium (part: 311.006, lot: lm017645, quantity: 1). This report is for an unknown matrixneuro screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: background. Per updated complaint description, (B)(4), it was reported that during a craniotomy procedure on (B)(6) 2018 the unknown matrixneuro screw tip broke off upon insertion. The surgeon reportedly removed the screw head fragment from the surgical field. There was no surgical delay and patient consequence reported. Device evaluation-investigation flow: broken. Visual inspection: the matrixneuro screw was received with the very distal tip of the screw broken off. The distal portion of the threads were not returned. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, it was determined that the received condition does agree with the complaint description. Document/specification review: the device drawings were reviewed; the design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: the overall length of the screw measured 3.26mm which is not within the specification of 3.9mm +/- 0.1 [3.8 - 4.0] per the device drawing. Measured using calipers ca592. This confirms the broken condition and is due to the post manufacturing damage. Inspection of distal threads could not be conducted due to the post manufacturing deformation and the tapered profile of the threaded shaft at the break. However, the outer diameter of the threads measured 1.50mm which is within the specification of 1.55mm max per drawing. Measured using calipers ca592. Device history record and material review: a device history review for the device and the material could not be performed as the lot number is unknown. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Patient factors, including bone density, and the surgical technique are unknown. Information regarding the recommended surgical technique is provided in the matrixneuro cranial plating system technique guide. Conclusion: the complaint condition is confirmed as the distal tip of the device is broken off. However, no design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional classification code: gwo and gxr. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy procedure on (B)(6) 2018, the a 4mm matrixneuro screw tip broke off upon insertion. The surgeon reportedly removed the screw head fragment from the surgical field. There was no surgical delay and patient consequence reported. Concomitant device reported: matrixneuro screwdriver blade hex coupling (part#03.503.016,lot# u258109,quantity#1), hexagonal coupling screwdriver handle (part# 311.006, lot# lm017645,quantity#1). This is report 1 of 1 for (B)(4).